Event description:
It was reported that a patient presented for an unrelated procedure. During the procedure, the patient's right atrial (ra) lead was found to have dislodged. No electrical malfunctions were reported. The right atrial lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.